Event description:
It was reported that pump displayed malfunction alarm code that had not occurred before and no notable events were reported prior to malfunction. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again.